Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient alleges ICD misfired and gave the physician incorrect information that there was an "extra connector box." Reprogramming ignored and continued to misfire. It was further reported that the patient experienced persistent pain at the implantable cardioverter defibrillator (ICD) site. She also experienced shocks for sinus tachycardia. The ICD was removed and the right ventricular (rv) lead was capped. No further patient complications have been reported as a result of this event.